Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2016. The patient's mother stated that the patient was taken to the hospital because the patient's blood glucose values were significantly higher than what the cgm displayed. Cgm was displaying 275mg/dl compared to bg meter which read 398mg/dl. The patient was treated with an insulin drip, saline, and glucose to lower her bg values. Patient's mother also reported that the patient took medication containing acetaminophen and that more than one bg meter was used during the same sensor session. At the time of contact, the patient was feeling okay. No additional event or patient information is available. No product was returned for investigation. Data was provided for evaluation. The reported event of cgm inaccuracy was confirmed. A root cause could not be determined. Labeling indicates: taking medications with acetaminophen (such as tylenol or excedrin extra strength) while wearing the sensor may falsely raise your sensor glucose readings. The level of inaccuracy depends on the amount of acetaminophen active in your body and is different for each person. Labeling further indicates: always use the same meter you routinely use to measure your blood glucose. Blood glucose meter and strip accuracy vary between meter brands. Switching within a session might cause sensor glucose readings to be less accurate.